Event description:
It was reported that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the prime test due to the motor anomaly.